Event description:
It was reported that the smart pass feature on this subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled due to big/small amplitudes. System impedances measured 145 ohms, however, is still within range. Technical services discussed possible causes and recommended to further evaluate. Subsequently, the electrode was explanted and replaced successfully, and the device currently remains in service. No additional adverse patient effects were reported.